Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b2, b3, b5, b7, g3, g6, h2, h6 (component code, impact code, device code, type of investigation, investigation findings, and investigation conclusions). Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. Damage to the leaflets may occur during device implantation due to handling of the valve or inadvertent penetration of the leaflet tissue by the suture needle. Additionally, if the surgeon does not cut sutures close to the knot, excess suture tails may result in abrasion, perforation, or damage to the leaflet. These issues, if undetected during implant, may result in leaflet perforations that enlarge over time, resulting in valvular dysfunction. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device was not returned for evaluation, and no images were provided. The subject device passed in process inspections for steady forward flow, as well as valve visual inspections before and after the holder attachment for tissue damage and cloth integrity. The customer did not report any observed valve abnormalities prior to use. A lot history was performed, no similar complaints were found. A complaint history review was performed; however, the root cause remains inconclusive. It is unlikely that the reported event is the result of a manufacturing nonconformance. It is possible that procedural factors, such as damage to the tissue during suturing, inadequate debridement of calcium form the native annulus, or improper cutting of suture tails, may have resulted in an undetected leaflet perforation which enlarged over time, resulting in valve dysfunction. However, based on the information provided, a definitive root cause was unable to be determined, there is no confirmed edwards manufacturing defect.

Event description:
It was reported that a patient with a 25mm 11500a aortic valve, was explanted after an implant duration of two (2) years, eleven months due to severe aortic insufficiency. The explanted valve was replaced with a 23mm non-edwards mechanical valve. Per medical records, the patient presented with severe symptomatic aortic insufficiency. Pre-op cta, 3d images showed aortic valve with no significant leaflet thickening or calcification. The patient underwent a redo avr. Intraoperatively, two notable perforations were found in the leaflets of the right coronary sinus (non-infected). The valve was removed from the annulus. Inspection of the lvot revealed a very small vsd (likely iatrogenic) under the right coronary sinus, which was repaired with pledgeted prolene suture in a mattress fashion. A 23mm non-edwards on-x artivion valve was implanted, inspected, and deemed to be seated well. The patient was transferred to the ICU in guarded condition and discharged on pod #2.

Event description:
It was reported that a patient with a 25mm 11500a aortic valve, has been placed under evaluation for a redo intervention after an implant duration of two (2) years, eleven (11) months due to unknown reason.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.